Event description:
The surgeon was advancing the cc4204a +19.0 diopter collamer single piece lens towards the eye before noticing it had been damaged torn while loading. The lens was partially inserted in the eye and the surgeon pulled it back out with the injector. There was no patient injury. The reporter stated the event was due to a loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned lens showed the optic was torn and a piece of the haptic was torn off and missing. (B)(4).